Manufacturer narrative:
B5: one (1) clearlink system continu-flo solution set was involved in the event. The device was in use for an unspecified chemotherapy infusion at the time the issue occurred. The issue resulted in a leak onto the patient. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of access IV (intravenous) tubing sets leaked from the side port. This was observed during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.